Manufacturer narrative:
(B)(6). Concomitant products: vngd ti fem cr 62.5mm rt, cat#: cp113616 lot#: 505350. Biomet ilok pri tib tray 67mm, cat#: 141212 lot #: 998860. Biomet I-beam pri stem 40mm, cat#: 141310 lot#: 452920. Consumer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04472, 0001825034-2017-04473, 0001825034-2017-04474, 0001825034-2017-04476. Product location unknown.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to experiencing implant loosening after a car accident. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.